Event description:
It was reported that during implant, the left ventricular (lv) lead was unable to get to an appropriate location for pacing. The lead was removed and no lv lead was implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).